Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the retractor band was defective. The field service engineer opened the back of the station and found right side light was blinking in the module board. Replaced the retractor band on drawer to resolve the issue. Verified with customer drawer are now working properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was not detected on communication bus. The customer reported that the malfunction with the drawer happened while the user was attempting to dispense medication to a patient, which caused a delay in the dispensing process. There were no adverse events or injuries reported based on this incident.